Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 330 mg/dl and the cause was not known. A correction bolus via the pump was delivered to address the bg. A pump system check was performed and no device issues were identified. After troubleshooting, the customer thought that too much food was consumed at dinner and not enough time was allowed for the bolus to lower the bg. Upon follow up, the bg had lowered to 221 mg/dl.